Event description:
Reporter indicated that in 2001, pt reported that they could not feel stimulation. At the office visit, the output current was increased from .75ma to 1.5ma and the pulse width was increased to 750. At that time they were able to feel stimulation. When pt returned to the office 18 days later, the pt again reported that they could not feel stimulation. An x-ray was taken and revealed that it appeared that the lead pin was not inserted adequately into the generator's connector block. Revision surgery was performed the next month at which time the lead pin was re-inserted into the pulse generator. The problem was reported to be resolved following the revision surgery.